Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified infusor was relatively full and very little had been infused. The device had been filled with fluorouracil. This was observed during patient infusion. It was further stated that condensation was visible on the inside of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.